Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Gel cards were not returned to ortho for further investigation. (B)(6); mxp#: (B)(4); qerts#: (B)(4).

Event description:
Customer called tsc to report a discrepant negative reaction in a(abo1) antigen typing for a donor sample using an ortho vision analyzer with mts ab cards. The customer reported that on (B)(6) 2020, they had tested twice a donor sample for abo typing using ortho mts a/ b monoclonal grouping card with an ortho vision mts analyzer and that they had obtained twice a discrepant negative reaction with anti-a(abo1) mts reagent. The customer reported that the same testing was repeated in tube technique and that a 2+ expected reaction was obtained with anti-a(abo1) reagent (no further details were provided). The customer reported no biased result. The customer reported no harm to any donor/patient due to the reported event.